Event description:
In 1997, the center reported that this patient was experiencing balance problems with the usage of the device. The patient reportedly stopped using the device sometime later. The device was explanted in 1999.